Manufacturer narrative:
Follow up information received from the physician via health authority (FDA maude #mw5041901) on 22-jun-2015: physician reported that essure device was placed 6 months postpartum at outside facility. Initial hsg at 3 months showed unilateral tubal occlusion. Second hsg at 6 months showed bilateral tubal occlusion. Twelve months later (first encounter with physician) patient had left cornual ectopic pregnancy requiring emergency surgery and salpingectomy. Post-operative hsg showed right tubal patency and device appeared extraluminal (but not visualized at the time of surgery). This appeared to be a bilateral therapeutic failure. The indication for essure was undesired fertility, sterilization. Event date was mentioned as (B)(6) 2015. No additional information was provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and after tube removal some coil was left in myometrium. On the other side, the device was extra luminal, parallel along the tube. Events ectopic pregnancy and device extra luminal, parallel along the tube, interpreted as uterine perforation, are serious due to medical importance and the coil left in myometrium after tube removal, interpreted as device breakage, is considered non-serious. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In this particular case, it is not clear if the perforation occurred during insertion or afterwards. However, considering the positive temporal relationship and nature of this event, it was considered related to essure procedure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, the ectopic pregnancy occurred approximately one year after essure insertion. Although a perforation was mentioned on the opposite side, the causal relationship with essure cannot be excluded (device ineffective). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In the present case, it is not clear when the breakage occurred, nevertheless considering the nature of this event and lack of alternative explanation, causality with the suspect insert cannot be excluded. This case is regarded as incident due to required intervention. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015. It describes the occurrence of ectopic pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician reported that patient had essure placed by a different physician one year ago, in 2014, and was seen approximately 2 months ago, (B)(6) 2015, for an ectopic pregnancy, and had surgery. The patient had an hsg (hysterosalpingogram) recently (date not reported), and the report stated that the device was extra luminal, parallel along the tube. The patient had ectopic pregnancy and tube was removed on that side. Some coil left in myometrium (showed 1 marker on hsg). Other side insert was outside of the fallopian tube. Patient was asymptomatic and did not have complaints or adverse events. The doctor would like to know if she should remove the perforated insert. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue and a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and after tube removal some coil was left in myometrium. On the other side, the device was extra luminal, parallel along the tube. Events ectopic pregnancy and device extra luminal, parallel along the tube, interpreted as uterine perforation, are serious due to medical importance and the coil left in myometrium after tube removal, interpreted as device breakage, is considered non-serious. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In this particular case, it is not clear if the perforation occurred during insertion or afterwards. However, considering the positive temporal relationship and nature of this event, it was considered related to essure procedure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, the ectopic pregnancy occurred approximately one year after essure insertion. Although a perforation was mentioned on the opposite side, the causal relationship with essure cannot be excluded (device ineffective). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In the present case, it is not clear when the breakage occurred, nevertheless considering the nature of this event and lack of alternative explanation, causality with the suspect insert cannot be excluded. This case is regarded as incident due to required intervention. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (perforation questionnaire) is expected.

Manufacturer narrative:
Follow-up from 27-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced ectopic pregnancy and after tube removal some coil was left in myometrium. On the other side, the device was extra luminal, parallel along the tube. Events ectopic pregnancy and device extra luminal, parallel along the tube, interpreted as uterine perforation, are serious due to medical importance and the coil left in myometrium after tube removal, interpreted as device breakage, is considered non-serious. Uterine perforation may occur with trans-cervical intrauterine procedure, including essure insertion. In this particular case, it is not clear if the perforation occurred during insertion or afterwards. However, considering the positive temporal relationship and nature of this event, it was considered related to essure procedure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, the ectopic pregnancy occurred approximately one year after essure insertion. Although a perforation was mentioned on the opposite side, the causal relationship with essure cannot be excluded (device ineffective). Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In the present case, it is not clear when the breakage occurred, nevertheless considering the nature of this event and lack of alternative explanation, causality with the suspect insert cannot be excluded. This case is regarded as incident due to required intervention. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts no further information was obtained.